Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records: it was reported that the patient underwent lumbar fusion surgery on (B)(6) 2011 at l5-s1 using rhbmp-2/acs, progenix putty, synthes cage and screw fine tip. No other information was provided. Pump was explanted in this surgery.

Manufacturer narrative:
Additional information: (B)(6).